Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader, which resulted in the low glucose alarm not being able to trigger. The customer lost consciousness due to hypoglycemia and required treatment of glucagon injection by a third-party. Once the customer re-gained consciousness, she was able to self-treat with some food. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader, which resulted in the low glucose alarm not being able to trigger. The customer lost consciousness due to hypoglycemia and required treatment of glucagon injection by a third-party. Once the customer re-gained consciousness, she was able to self-treat with some food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and signal loss alarms were caused by low or not present ble rssi value. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.